Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly could not rotate. It was reported that connection of rotator and the catheter was allegedly found to be kinked. The procedure was completed using another treatment method. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: due to no information received regarding lot number a manufacturing review was not possible to be conducted. Investigation summary: no physical sample or pictures/videos were received. A physical investigation was not possible. Due to no sample/pictures/videos received the reported malfunction cannot be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly could not rotate. It was reported that connection of rotator and the catheter was allegedly found to be kinked. The procedure was completed using another treatment method. There was no reported patient injury.